Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 9 years post initial right tka, the male patient had a revision due to pain. There was some wear and possible oxidation of insert was noted. There were no issues with surgery. A 10 crc was implanted. Explant not available. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Based on the provided device images, there does not appear to be evidence of prosthesis wear, but this cannot be confirmed as the device was not returned. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.